Manufacturer narrative:
Concomitant medical products: 0158 lead, implanted: (B)(6) 2005, c4tr01 crt-p, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ra lead exhibited bipolar lead impedance warnings. The ra lead remain in use. No patient complications have been reported as a result of this event.